Event description:
Fifty-seven-year old had silicone breast implants placed in 1973 following bilateral mastectomies. Had implants removed 1/6/95 due to known rupture of both implants plus significant capsular contractures. Both implants found ruptured upon removal. No identifying marks noted on implants at time of removal. Device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. The device was not destroyed/disposed of.